Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The sureform 60 stapler instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.522". Visual inspection displayed the snake wrist cover torn, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The event was caused partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument articulating component cracked, but no foreign objects in patient. The procedure was completed with no patient harm.